Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4).

Event description:
It was reported that the vein needle in the 21 g x .75 in bd vacutainer® winged safety push button blood collection set did not fully retract after use. Its end was not covered by a few millimeters. No injury or medical intervention reported.